Manufacturer narrative:
Upon follow up it was reported that antibiotic therapy was discontinued (unreported date). It was reported the patient was doing well, fluid was clear and the patient was recovered from the peritonitis event (14 days after event onset, previously unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient began treatment with injection reflin 1gm (once daily, route and duration not reported) and injection fortum 1gm (once daily, route and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.